Event description:
It was reported to baxter (B)(4) that a flogard infusion pump had an "undetermined malfunction." It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of ?undetermined malfunction? Was confirmed during device evaluation as failure f-2. The root cause was a damaged left force sensing resistor. The tube misloading sensor was replaced to correct the reported condition.

Manufacturer narrative:
(B)(4).